Event description:
A patient underwent robotic laparoscopic cholecystectomy in which a spectrum iq infusion pump was used to deliver an intravenous (IV) infusion therapy of propofol with a volume to be infused of 60 ml. During surgery, the patient¿s blood pressure (bp) ¿kept going up,¿ so metoprolol was administered and a decrease in bp was noted. Versed and fentanyl were also administered. According to the reporter after 20 minutes, the IV pump showed that propofol was infusing, however, ¿the bottle was nearly full¿. The nurse also observed air in line "below the pump even though the tubing had been properly primed" and a ¿twist¿ in the tubing above the pump. The nurse ¿attempted to increase the propofol and adjust.¿ after the nurse realized the propofol not infusing, the patient was given versed; and switched to anesthetic gas for inhalation. No alarm was generated by the spectrum pump. After the patient recovered post-operatively, the patient reported they were ¿aware of the surgery and not sedated.¿ no additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Medical device problem codes: a160106 and a1415 were inadvertently included and are not needed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event..a device history review revealed no issues that could have caused or contributed to the reported issue. The user reported that the tubing was occluded by a kink. It is unknown whether the user had attempted to resolve the kink in the IV set or if there was an issue with the IV set itself. Per the spectrum iq operator's manual, it is imperative to fully resolve any upstream occlusion during infusion therapy. Common causes for an upstream occlusion include: improper IV container spiking, incomplete blue slide clamp removal from spectrum keyhole, incomplete disengagement of blue slide clamp completely from IV tubing, kinked or collapsed IV tubing above spectrum pump, upstream roller clamp (if present) not released, and, improperly vented IV tubing with rigid or semi-rigid containers. This issue is described in fa 2021-056, which is associated with reinforcing proper IV line setup and detection of upstream occlusions for spectrum pumps, which can cause under-infusions and is potentially associated with the reported event. The user also reported air in the line below the pump. It is unknown how much air was observed in the line. Per the spectrum iq operator's manual, the pump detects air bubbles greater than 1 inch at normal (72 ±2°f) temperatures), greater than 1 ml of accumulated air over 15 min at normal (72 ±2°f) and hot (90±2°f) temperatures, and greater than 1.5 ml of accumulated air over 15 minutes at cold (60 ±2°f) temperatures. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.